Event description:
It was reported that an infection and erosion occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. On (B)(6) 2014, the lead was returned to the manufacturer after being explanted along with an active system due to infection and was not active at the time. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 4016 - a distal portion was received measuring 28.5 cm. Analysis was performed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Analysis information - (B)(4) 2014, 15:52:40 cst pli# 10; product ID# addr03. The device was returned and analyzed and no anomalies were found. Concomitant product: product ID 5076-58, implanted: (B)(6) 2005; product ID 4016, implanted: (B)(6) 1986. (B)(4).